Event description:
On 4/13/94 an ipp device was implanted. On 7/26/95 the left cylinder was revised. On 5/14/97 the cylinders and pump were removed from the pt and replaced due to fluid loss-left cylinder.